Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message during testing. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the reported constant downstream occlusion alarm which was reproduced while running an infusion . During the evaluation, the downstream pressure plate gap was found out of spec. The device was calibrated to ensure accurate occlusion detection.